Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, it was observed that when the device was discharged at 200 and 300 joules, only 2 joules was displayed on the device screen. The complainant indicated that there was no patient involvement in the reported malfunction.